Event description:
Winged infusion butterfly device spring popped out over needle when employee removed the needle sheath, startling the employee. Thankfully the needle was not in a patient arm when this occurred.